Event description:
The manufacturer received information alleging a trilogy evo fan assistance alarm condition occurred. The device was not in use by a patient at the time of the occurrence. The device was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, an error code was found in the ventilator's downloaded error log indicating the internal or detachable li ion battery is not charging due to a hardware fault for greater than 1 minute. The manufacturers investigation is ongoing. A follow-up report will be submitted when the manufacturers investigation is complete.